Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the surgeon attempted to fire the device but the knife stopped advancing at the scale mark 3 of the jaws. When the surgeon applied a strong force to the handle, a crack sound was heard and the device did not fire anymore. The surgeon replaced the reload, but again the knife stopped advancing at the scale mark 4 of the jaws and a crack sound was heard again. A competitor's device was used to correct the problem. Additional tissue was resected. No other adverse events were reported.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and two reloads. Visual inspection of the cartridges revealed that each reload was partially fired and the anvil clamping mechanisms were deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Each reload was loaded into a post market vigilance (pmv) instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.